Manufacturer narrative:
Batch history review: the manufacturing file of the involved batch was reviewed. The batch is compliant with the specifications and no abnormality was detected during production. No other complaint was reported on this batch of vena cava filters sold since 2011. Investigation: despite requests, either precise information about the incident nor x-ray pictures are available for analysis. No thorough investigation can be performed. No conclusion can be drawn.

Event description:
Filter was implanted on or about (B)(6) 2012 for prevention of thromboembolic events while patient was stationary in the hospital following an accident. On (B)(6) 2015 patient underwent a chest x-ray which demonstrated that the filter had fractured and migrated into the right atrium. Subsequent CT scans revealed that portions of the severely distorted filter extend interiorly toward the eustachian valve, into the hepatic vein in the patient liver, and one strut extends 5 mm into the ascending aorta.